Event description:
It was reported the patient had a shocking or jolting sensation. When the patient put her foot up on a metal pole, she felt a shock going down her leg. The patient normally felt paresthesia in her right leg. An impedance check and recharge were noted as "fine." It was also reported the patient walked next to an "electric aroma device (with light bulb)" and the light bulb "blew." It was stated that electricity went from the aroma device to the implantable neurostimulator location. Additional information received reported there were no malfunctions. All impedances were normal. All coupling bars were reported. An extra group (program) was added to the device.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).